Manufacturer narrative:
B3 - date of event: the event date was not reported and has been estimated based on the date of awareness. D6a - implant date: the implant date was not reported and has been estimated based on the date of awareness. Detailed product information was not provided to boston scientific (bsc). We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that it was difficult to remove the stent delivery system. A 10.0-24 mm carotid wallstent (cws) was selected for use in a carotid artery stenting (cas) procedure. The treatment area involved both the internal carotid artery and the common carotid artery. After the stent was deployed, the delivery system was difficult to retrieve and was forcibly removed. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: the event date was not reported and has been estimated based on the date of awareness. D6a - implant date: the implant date was not reported and has been estimated based on the date of awareness. Detailed product information was not provided to boston scientific (bsc). We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that it was difficult to remove the stent delivery system. A 10.0-24 mm carotid wallstent (cws) was selected for use in a carotid artery stenting (cas) procedure. The treatment area involved both the internal carotid artery and the common carotid artery. After the stent was deployed, the delivery system was difficult to retrieve and was forcibly removed. The procedure was completed. There were no patient complications as a result of this event.